Event description:
It was reported to vyaire medical that the ventilator was experiencing a 30% leakage issue. They checked the ventilator and determined that there was no leakage actually occurring and the patient is ventilated with 100 tidal volume. No harm occurred to the patient.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. G4: PMA/510(k) # - the device is a similar device marketed in foreign countries and is not marketed under the 510k. H3: no technical issues were found during the log and trend file review for this device. The device was evaluated by our distributor and they were unable to reproduce the reported issue during testing. It was found that the device was overdue for annual maintenance and calibration. The annual maintenance and calibration was performed and passed with no issues. The device was placed back in service. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.